Event description:
It was reported that the patient underwent an initial total knee replacement on the right side approximately 2 years and 4 months ago. Subsequently, the patient underwent a manipulation under anesthesia approximately 1 year after initial implantation for an unknown reason. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: (B)(6) - 02-020-13-0330 - truliant cr cem fem cr cem right sz 3. (B)(6) - 02-022-45-3025 - truliant tray, cem sz 3f/2.5t. (B)(6) - 02-022-51-3011 - truliant tib imp crc insert sz 3, 11mm. (B)(6) - 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) - 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) - 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) - 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6) - 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6) - 521-78-36 - threaded pin size 5.1 collarless 2pk. (B)(6) - a10012 - gps implant kit v2. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right tka. Subsequently, the patient experienced arthrofibrosis. As a result, the patient underwent a manipulation under anesthesia approximately 2 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: a2, b5, b3 and h6 - health effect - clinical code. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of complaint history determined that no further action is required as no trends were identified. The reported mua due to stiffness/arthrofibrosis cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.